Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a supraventricular tachycardia (svt) ablation, a pericardial effusion occurred with no intervention needed. Cardiac motion was restricted on fluoroscopy and the patient experienced minor chest pain. While using the ice catheter, an effusion was noted; tee confirmed a 0.5cm effusion. No intervention was required; the procedure was stopped and the patient was observed overnight. It is suspected that the perforation was due to difficult rv placement. There were no performance issues with any abbott devices.